Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out for the pushwire return. Once the device has been returned and investigation completed, a supplemental report will be submitted. Reference MDR# 2029214-2019-00573. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the first medtronic flow diverter device did not open at middle and distal part. It was reported that performed direct carotid puncture due to proximal tortuosity. Severe distal tortuosity as well. The flow diverter would not expand at any point, even after removal from patient, technologist tried to open device, but it did not open. The flow diverter was not positioned in a bend. The flow diverter was re-sheathed and removed with the microcatheter. A second medtronic flow diverter was then placed into the patient and opened most of the way without incident. The proximal end of the second flow diverter was found to have a twist due to the tortuosity so the doctor decided that they should abort the procedure and the access was removed. The patient was undergoing embolization treatment for a medium unruptured fusiform aneurysm located in left internal carotid artery, measuring 20.9mm, landing zone distal 4.3mm, proximal 5.6mm. The vessel was observed severely tortuous.